Event description:
It was reported that a mobi-c implant twisted on the inferior endplate after the peek cartridge had been removed during surgery. There were no additional patient impacts reported.

Manufacturer narrative:
Correction to: a1, a2 (age), b5, b6, b7, d1, d2 (common device name), e1, e2, e3, g3, h1 additional information: d4 (UDI number), d10, g5 (PMA/510k), h3, h6 (device code, method, results and conclusions codes). The mobi-c implant was returned, but the peek cartridge for the implant was not returned, so a functional test was unable to be performed. Furthermore, no intro op x-rays were available to confirm the misalignment of the implant post peek cartridge removal. Misalignment of the implant post peek cartridge removal has been attributed to rotation or lateral movement of the implant while attempting to remove the peek cartridge from the implant, however since the peek cartridge was not returned, a functional test could not be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Manufacturer narrative:
This medwatch is submitted to send the initial report. Product was not returned to the manufacturer yet. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation still on going. Conclusion not yet available.

Event description:
Mobi-c p&f us: inferior plate twisted during removal of peek cartridge. It was reported that during cervical surgery, a mobi-c implant was replaced as the inferior endplate twisted upon peek cartridge removal. From information provided, the mobic implant was inserted at the c5/6 disc space, proper surgical technique was used, no rocking of inserter was noticed. Implant looked good on lateral x-ray, unlocking ring was used to release implant, and forceps were used to remove peek cartridge. After peek cartridge removal, implant had twisted on inferior endplate, the surgeon attempted to fix the issue but couldn't . Implant somehow shifted due to premature release or peek cartridge removal. There was no patient impact, no surgery delay reported. Surgery was completed with a new implant without further issue. Investigation is still on progress.